Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced poor vision. The iol was exchanged for the same model with a half a diopter difference of power approximately 3 months after the initial implantation. It was reported that the surgeon feels the lens was defective. Additional information was provided indicating that the patient had poor correctable vision and described it as looking with "dirty glasses". The reporter believes that the patient's issues have resolved and the prognosis is good. There was no explanation provided for surgeon report of feeling like the lens was defective.